Event description:
A pt's family member reported an "incident" where the pt's lip turned blue and paramedics were called. The family member states the alarm on the monitor did sound. The family member called in for a download of the monitor and the download did not show the incident. The monitor was exchanged and returned to the facility. The printed report includes a "pt report" that shows a high heart rate alarm at the specified time but does not show any corresponding wave forms. The monitor is being sent to cas medical for evaluation.